Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 12/10/2025, it was reported that the patient was walking into the kitchen from the porch when the patient¿s husband noticed she was disoriented and then suddenly passed out. The patient¿s cgm was displaying an unspecified low value. However, it was reported the patient did not receive an alert from her dexcom mobile app or tandem insulin pump notifying her of her hypoglycemic state. The patient¿s low alert threshold was set to 80 mg/dl. The patient¿s husband tried to get the patient to drink some water but the patient would not open her mouth, therefore, he called 911. Once emergency medical services (ems) arrived, the patient was still unconscious. Her bg meter reading was 38 mg/dl while the cgm was reading 42 mg/dl. The patient was treated with IV glucose. The patient ¿felt better¿ after 1 hour from the time ems arrived. The patient was not brought to the emergency room (ER) and was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, it was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, the estimated glucose values were in range, dropping from 297 mg/dl at 08:58 pm to 91 mg/dl at 10:08 pm. At 09:34 pm and 09:39 pm, the app delivered falling fast alerts with egvs of 175 mg/dl and 155 mg/dl. At 10:14 pm, prior to crossing the low alert threshold (80 mg/dl), the app delivered an urgent low soon alert at 40% volume with an egv of 81 mg/dl. The urgent low soon alert escalated to 50% volume at 10:19 pm, then 100% volume at 10:24 pm and continued until 10:49 pm. At 10:54 pm, the app delivered the urgent low alert at 40% volume with an egv of 48 mg/dl. At 10:59 pm, the urgent low alert escalated to 50% volume. From 11:04 pm to 11:14 pm, the app delivered a low alert, urgent low soon alert, and urgent low alert at 40% volume. At 11:18 pm, the egvs returned within range. No alerts were acknowledged during this time. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was walking into the kitchen from the porch when the patient¿s husband noticed she was disoriented and then suddenly passed out. The patient¿s cgm was displaying an unspecified low value. However, it was reported the patient did not receive an alert from her dexcom mobile app or tandem insulin pump notifying her of her hypoglycemic state. The patient¿s low alert threshold was set to 80 mg/dl. The patient¿s husband tried to get the patient to drink some water but the patient would not open her mouth, therefore, he called 911. Once emergency medical services (ems) arrived, the patient was still unconscious. Her bg meter reading was 38 mg/dl while the cgm was reading 42 mg/dl. The patient was treated with IV glucose. The patient ¿felt better¿ after 1 hour from the time ems arrived. The patient was not brought to the emergency room (ER) and was feeling ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.